Manufacturer narrative:
The technician replaced the stiffener plate, bushings, bearings, the bottom block of the brake mechanism assembly to resolve the issue.

Event description:
The technician alleged that the brake pedal locks then pops back up, brakes are not holding. No patient impact.